Manufacturer narrative:
A ge service representative performed an on site investigation. The longitudinal motor assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system had no longitudinal movement of table top prior to a case. The procedure was completed without incident. No patient injury was reported.